Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to contact support again if any further issues arise, which the caller acknowledged and understood.